Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. No new lead was implanted. No adverse patient effects were reported. Additional information indicated that this lead was attempted for conduction system pacing.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was not successfully implanted as the helix was bent after multiple attempts. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. No new lead was implanted. No adverse patient effects were reported. Additional information indicated that this lead was attempted for conduction system pacing. Additionally, this lead was not successfully implanted as the helix was bent off axis after multiple attempts.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. No new lead was implanted. No adverse patient effects were reported.